Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a bile passage stenting procedure performed in the bile duct on (B)(6) 2014. According to the complainant, two stents were deployed in the right intrahepatic biliary duct; a flexima rx biliary stent and an unknown stent. The patient¿s digestive tract between the duodenum and bile duct was severely tortuous. During the procedure, severe resistance was felt when the physician pulled the guide catheter to release the flexima biliary stent in the target lesion. When the physician pulled the device with additional force, the guide catheter separated from the pull wire and remained within the stent inside the patient. An attempt to remove the outer sheath was done, but it failed due to severe resistance. When the outer sheath was pulled forcibly, the middle of the shaft separated and its distal tip remained inside the scope channel. The scope was then removed from the patient and the detached outer sheath was retrieved from the scope by pushing it with a different catheter. The scope was reinserted into the patient and the detached guide catheter that was stuck within the stent was removed by forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation found that the stent was not returned. The guide catheter was detached, kinked and bent in several locations. The push catheter was broken, bent in several locations, and buckled from the distal end of the heat seal in the handle. The torn areas in the push catheter indicate that the rx port was kinked and stretched before tearing apart. The pull wire was bent in several locations. A functional evaluation for stent deployment could not be performed due to the condition of the returned device. The evaluation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend/coil leading to interference between the guide catheter and push catheter. This can cause the guide catheter to kink and separate from the pull wire cannula during stent deployment. Efforts made to deploy the stent could cause complications such as accordion kinks on the push catheter and pull wire bends at the handle. Most likely, the pull wire cannula was caught at the rx port where it was kinked and the force used to retract the pull wire eventually broke the push catheter. Therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and direction for use (dfu) showed the device was used according to its label, however there is evidence that the method of use of the device caused or contributed to the event.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a bile passage stenting procedure performed in the bile duct on (B)(6)2014. According to the complainant, two stents were deployed in the right intrahepatic biliary duct; a flexima rx biliary stent and an unknown stent. The patient's digestive tract between the duodenum and bile duct was severely tortuous. During the procedure, severe resistance was felt when the physician pulled the guide catheter to release the flexima biliary stent in the target lesion. When the physician pulled the device with additional force, the guide catheter separated from the pull wire and remained within the stent inside the patient. An attempt to remove the outer sheath was done but it failed due to severe resistance. When the outer sheath was pulled forcibly, the middle of the shaft separated and its distal tip remained inside the scope channel. The scope was then removed from the patient and the detached outer sheath was retrieved from the scope by pushing it with a different catheter. The scope was reinserted into the patient and the detached guide catheter that was stuck within the stent was removed by forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.